Event description:
It was reported that during reprocessing of the permanent cautery hook (pch) instrument, it was discovered that the wire electrode at the tip of the instrument was exposed and appeared to be loose. There was no report that any piece(s) from the instrument fell into the patient and there was no allegation of any patient harm or adverse outcome involving the reported instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the conductor wire is dislodged from the conductor cap. The conductor wire did not exhibit any damage. The instrument passed electrical continuity testing. Failure analysis investigation also found that the distal pulley has a piece that is broken off. The missing material measures about .077 x .020. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of a missing piece from the instrument's distal pulley, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.